Manufacturer narrative:
H6 - final device analysis results reveal -no anomaly foundfollow-up has been done with the health care professional regarding this event. The information submitted reflects all relevant data received.

Event description:
Hcp reported exposed dbs wire, which resulted in infection. Cultures positive. Device explanted. Pt was given antibiotics.